Event description:
It was reported that while using the bd affirm¿ vpiii microbial identification test that there was a false negative. The following information was provided by the initial reporter: customer alleges discrepant same patient results (one sample pos and one sample neg) for tv with the 446257 affirm vpiii microbial ID test. Test on (B)(6) 2023 lot# 2280962 exp 09/6/2023 positive result, test on (B)(6) 2023 lot# 2280962 exp 9/6/2023 negative result.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Quality initiated an investigation on discrepant results for tv. Batch history record review was performed to the finished product with satisfactory results. In process and qc testing were within specification. Visual inspection was performed to the retention sample with satisfactory results. No returned good sample was available. Functional test was performed to the retention sample with satisfactory results. Bd cayey will continue to closely monitor for trends associated with discrepant results with trichomonas vaginalis. Complaint unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while using the bd affirm¿ vpiii microbial identification test that there was a false negative. The following information was provided by the initial reporter: customer alleges discrepant same patient results (one sample pos and one sample neg) for tv with the 446257 affirm vpiii microbial ID test. Test on (B)(6) 2023 lot# 2280962 exp 09/6/2023 positive result, test on (B)(6) 2023 lot# 2280962 exp 9/6/2023 negative result.